Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from abbott's patient device tracking indicated that on (B)(6) 2017, an 18mm amplatzer muscular vsd occluder was implanted. Per report, the patient did not survive the procedure and died on (B)(6) 2017. Additional information has been requested but has not been made available.